Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and the insulin pump had keypad anomaly. The customer¿s blood glucose level was 599 mg/dl at the time of the incident and current blood glucose was 599 mg/dl. The customer was treated with bolus. The customer reported that the up button was not responding. The customer had symptoms such as thirsty. The customer does not allege pump was under delivering. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.